Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an internal iliac aneurysm. Vessel morphology was reported as severely calcified iliac arteries. The iliac arteries diameter was 13 mm but due to the severe calcification, the diameter of the vessel was very narrow. During the insertion of the device, there was trauma to the vessel. The entire stent graft delivery system was removed from the pt. The physician placed a 16x16x85 aneurx and the perforation was covered. The case was ended at this time, due to the severe calcification of the pt's vessels the physician felt that no device would be able to reach the intended landing zone. The delivery system was discarded after the procedure. No add'l clinical sequelaes were reported and the pt is fine.

Manufacturer narrative:
Evaluation: results: arterial trauma/dissection/perforation; severely calcified and narrow in diameter iliac arteries. Evaluation: conclusions: severely calcified and narrow in diameter iliac arteries. Secondary intervention.